Event description:
Acct. Reports that they have had 15-20 incidents in which the male adapter on the extension set separates from the female hub of the IV catheter. States they use "protect-a-cath" IV catheters from "insite" states they have used both products for a long time. States they had this problem a couple of weeks ago, swapped out their stock and thought that the problem was solved. Then today the incidents started again. States she has no used sets., but just tried on unused set and it would not stay connected. States there have been no "serious" pt. Injuries, but they are concerned because a couple of the incidents occurred in operation room where the sites are frequently obscured by the drapes on the pts.